Manufacturer narrative:
The lot number is not known, therefore, expiration and mfg dates are not known. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "the tubes were cracked". Although several attempts were made to obtain add'l f/u, there is no further info regarding this event.